Manufacturer narrative:
The subject otv-s7proh-hd-10e was returned to olympus medical systems corp.(omsc) for the evaluation. Omsc investigated the subject otv-s7proh-hd-10e and found the following. -the endoscopic image was displayed normally. -the endoscopic image was displayed normally even after the subject otv-s7proh-hd-10e worked for 6 hours. Omsc continues to investigate this event. Otv-s7proh-hd-10e instruction manual states the corresponding method in case of an abnormality. If significant additional information is found, this report will be supplemented.

Event description:
The subject otv-s7proh-hd-10e and otv-s190 were used for an endoscopic sinus surgery. When the user observed the bleeding area, the endoscopic image suddenly became dark many times. The user changed the otv-s190¿s setting of the ¿iris area¿ from ¿mask¿ to ¿full¿. However the phenomenon was not solved. The user replaced the subject otv-s7proh-hd-10e with another otv-s7proh-hd-10e and completed the procedure. There was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
Omsc tried to reproduce this phenomenon with performing the following. However the endoscopic image was displayed normally and this phenomenon was not reproduced. It was repeated 5 times that omsc operated the subject otv-s7proh-hd-10e for 8 hours. Omsc observed a red paper by the subject otv-s7proh-hd-10e. The reason for using the red paper was to imitate the bleeding area. Omsc tested the subject otv-s7proh-hd-10e under the state with temperature of 35 degrees c and the humidity of 30%. Omsc tested the subject otv-s7proh-hd-10e under the state with temperature of 10 degrees c and the humidity of 30%. In addition, omsc investigated the subject otv-s7proh-hd-10e and found the following. There was the slight abnormality on watertight to the exterior of the subject otv-s7proh-hd-10e. The cable of the subject otv-s7proh-hd-10e was bent. Omsc could not identify the root cause because this phenomenon was not reproduced. Based on these investigations, omsc surmised that this phenomenon might have been occurred by the following: the cable of the subject otv-s7proh-hd-10e was disconnected partially because the cable of the subject otv-s7proh-hd-10e was bent. The abnormality was occurred in the signal communication between the subject otv-s7proh-hd-10e and the processer temporarily. Therefore, the endoscopic image became dark. The moisture invaded into the subject otv-s7proh-hd-10e because water-tight was not ensured. The signal of the subject otv-s7proh-hd-10e was temporarily disturbed by the moisture. Therefore, the endoscopic image became dark. There were no further details provided. If significant additional information is found, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".